Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance measurement of greater than 3000 ohms. The physician was informed. At this time, this pacemaker and competitor ra lead remain in service, and there were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).